Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that since they were implanted on (B)(6) 2023, the patient's therapy had been working great for their symptoms; however, recently they've been having more frequency and urgency symptoms. The patient stated it felt like they had a urinary tract infection (uti) but they tested it and it was negative and they were put on an antibiotic to see if that would get rid of any pain but they were still having the frequency and the urgency. The patient stated it had been going on since last week when they took the antibiotic. Patient services reviewed therapy expectations with the patient and asked the patient if they'd had any traumas or falls that would have led to the event. The patient stated they did fall down the stairs on their left side on the last stair and they didn't land directly on the implant site but they kind of felt it get rubbed against when they went down. The patient stated the fall had been a few weeks ago and that it hadn't been too hard and there hadn't been any scarring or bruising or anything like that and they weren't experiencing any pain after the fall. Patient services reviewed with the patient to follow up with their managing health care provider (hcp) about the fall to check the implanted system and walked the patient through connecting to their settings. The therapy was on. The patient increased the stimulation. When patient services asked the patient if they felt the stimulation comfortably in their bike-seat, the patient stated they felt the stimulation briefly "under the butt cheek" but then the stimulation sensation went away again. The patient was unable to say where they've previously been able to feel the stimulation. The patient stated they'd increased their stimulation up a bit in the past but their managing hcp had wanted them on the same setting for a few weeks so the patient decreased the stimulation back down. Patient services reviewed stimulation and programming considerations with the patient. The patient was going to monitor their symptoms and was redirected to follow up with their hcp. The patient stated they were going to call their hcp after they got off the phone with patient services. Patient services sent a request to device registration to request another ID card be sent to the patient at the patient's requested and documented reported event. No further action was taken by patient services.